Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the provisional was fractured when the surgeon trailing it. No pieces fell into the patient. All pieces were not returned. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Was returned and examination of the returned part determined that returned tasp exhibits signs of repeated use and has a fragment from the anterior piece of part fractured off. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The root cause is considered to be design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.